Event description:
International customer reported that the needle broke during a laparoscopic hernic repair. The needle fragments were located and removed. No adverse patient consequence was reported.

Manufacturer narrative:
Date sent to the FDA: 11/21/2008. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-01156 for the other medwatch. The same patient is represented in each medwatch.